Event description:
It was reported that during an ipg replacement on (B)(6) 2023 (related manufacturer reference number: 3006705815-2023-03951) there were high impedances on contacts 1-8 when they were connected to the new ipg. As such, the adapter was explanted and replaced it with a new 2321 adapter. There were fewer high impedances with the new adapter. Procedure was completed and patient had effective therapy post-op. Investigation was unable to determine which of the adapter attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs pocket adapter, model: 2321, UDI: (B)(4), serial: (B)(6), batch: 7100084. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.